Event description:
It is reported that the pt is experiencing mature heterotopic ossification.

Manufacturer narrative:
Eval summary: the six month post-op visit notes were provided which state that the pt is very pleased with his overall outcome and has no pain whatsoever. The x-rays confirmed some mature heterotopic ossification that had formed. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.